Event description:
New information noted that the lead was explanted on (B)(6) 2019. The physician decided not to replace the lead as the patient did not require a right atrial lead. The atrial port was plugged on the device. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Correction: manufacturing date added.

Manufacturer narrative:
A partial lead was returned in one piece, the distal portion measuring 41.5 cm. External insulation abrasion breaching the outer insulation was noted at 42.1-42.3 cm from distal tip. Consistent with friction to the device can. The reported event of noise and insulation breach were isolated to the insulation abrasion consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, noise was noted on the right atrial lead. The physician noticed an insulation breach near the suture sleeve. The physician used a competitor lead repairing kit to repair the lead. The patient was stable before, during and after the procedure.